Manufacturer narrative:
Product event summary -the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 392 short intervals since (B)(6) 2012. There was one ventricular non-sustained tachycardia episode with v-v intervals less than 210 miliseconds on (B)(6) 2012.

Manufacturer narrative:
No medwatch form was received. A partial lead measuring 51cm was returned. Externalized conductors due to internal insulation abrasion were found at 8.2-11.5cm from the lead tip. The silicone insulation was abraded and the sensing conductors were visible. The etfe coating was intact at the same location.

Event description:
It was reported that nsvf episode on ventricular channel was observed due to oversensing. The lead was explanted and replaced. The patient condition is good.